Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with wire removal had likely contributed to the reported separation of the sion guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was caught and restricted its movement likely by the deployed stent, fracturing the wire tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion guide wire had fractured during a percutaneous coronary intervention (pci) to treat an in-stent restenosis in the left anterior descending artery (lad). Details were as follows: the patient was admitted to the hospital due to repeated chest pain over five years, which worsened for more than 5 hours. Pre-dilatation with an unspecified cutting balloon and stent deployment was successfully performed. When attempting to remove the sion guide wire at the end of the procedure, resistance was met. Force was then applied to remove the guide wire and the wire tip became detached. A small wire fragment was found trapped in the stent near the proximal end of anterior descending branch on angiogram. The physician then contacted the chief physician and the experts for consultation. Considering the patient condition and vital signs were normal, the patient was then sent back to the ward for close observation. An attempt was made to remove the wire fragment by snaring at a later date, but was unsuccessful. The wire fragment was left in patient anatomy. The patient was reportedly fine and discharged after the procedure. The physician commented that the tip of the sion guide wire might have been trapped by the stent strut so that the coil elongated and the wire tip became detached.